Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced being lightheaded, went to lie down, and blacked out. The patient has multiple rate drop response interventions every day and was, "wondering if there's anything that can be done to make the interventions more frequent." The health professional noted that the intervention rate would be increased. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.